Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The same day as event onset, the patient was treated with injection of vancomycin (1 gm stat, route not reported) and intravenous injection of tazact (500 mg, frequency and duration not reported). Dianeal therapy was ongoing. The patient was recovered from the peritonitis event. No additional information is available.